Manufacturer narrative:
Date sent to the FDA: 8/5/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Submitted for adverse event which occurred on 4/5/2010. (B)(4) submitted for adverse event which occurred on 5/19/2013. (B)(4) submitted for adverse event which occurred on 2/6/2017. (B)(4) submitted for adverse event which occurred on 3/13/2017. (B)(4) submitted for adverse event which occurred on 6/29/2017. (B)(4) submitted for adverse event which occurred on 7/5/2017. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted due to defects in the mesh, it failed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient underwent partial removal on (B)(6) 2017. It was reported that the patient underwent removal of the infected mesh on (B)(6) 2017. It was reported that the patient underwent ventral hernia repair on (B)(6) 2017. It was reported that the patient experienced vomiting and infected necrotic tissue. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/4/2024 additional information: h6 (type of investigation code) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.